Event description:
It was reported that patient had infection due to pocket erosion and wound dehiscence. The pacemaker, right ventricular (rv) lead and atrial lead was explanted and leadless pacemaker was implanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.